Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery reamer/drill device did not work properly. During the pre-repair diagnostics assessment, it was determined that the control unit was not functioning and was defective. It was further determined that the control unit was not functioning correctly. It was observed that the motor was worn and the mechanics were filled with dirty debris due to poor maintenance and cleaning. It was further determined that the device failed for check for general condition, check cannulation, trigger test, functional test, check trigger and ecu (electric control unit) function and for mode switch-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.